Event description:
It was reported that the radiofrequency programmer head was unable to interrogate devices. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the head would not interrogate, its uplink amplitude test was out of specification. Analysis also found that the upper lens was cracked and the label was delaminated. The cable, label and upper case were replaced. (B)(4).